Event description:
During hickman catheter insertion, pt became hypotensive (60-70 systolic). Improved with ephedrine. Again hypotensive in recovery room. Crystalloid bolus given without improvement. Dopamine drip started. Transferred to ICU. X-ray showed catheter in good position. Pt complained of chest pain. EKG showed no ischemic change. Cardiac consult diagnosed pericardial tamponade. Transferred pt to cardio-thoracic surgeon who found blood in pericardium. No obvious perforation seen. Pt recuperated.